Event description:
It was reported that during the implant procedure the right ventricular lead "did not give good measurements" and the helix would not retract. The lead was left in place and a second lead was placed. Four days after placing the second lead the patient developed nausea, vomiting, back pain, and epigastric pain. The patient expired 4 days post implant. The physician stated the "death of the patient is not directly related to the leads." The electrocardiogram strips show the pacemaker worked correctly according to the physician. A small amount of pericardial effusion was noted but no tamponade.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was distorted, the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.